Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 429 mg/dl. The customer stated that she treated the high blood glucose with a bolus. The customer stated that she experienced sensor glucose versus blood glucose differences. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer was advised that larger differences may occur when blood glucose values are changing rapidly and during the beginning or end of sensor life. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to call back if needed.